Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that issue was related to admission inactivity days configuration on the device. The technical support specialist (tss) identified that unit was set to 4 days, and the patients last activity exceeded this limit, causing the patient to no longer appear. Advised the customer to increase the admission inactivity days value beyond the last transaction date to restore expected behavior. The system functioned as intended after the technical support specialist addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single patient was not crossing. The customer tried to discharge and readmit the patient also reboot the station, but issue still persists. However, there were no delay to patient care and adverse events or injuries reported based on this incident.